Event description:
(B)(4).

Manufacturer narrative:
On 27 august 2015 it was prepared a final report with the information already submitted in the initial report. On 31 august 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(4) 2015. Lot 147277: (B)(4) manufactured and released on (B)(4)2015. No anomalies found related to the issue. To date, 22 items of the lot have been already sold without any similar reported problem. On (B)(4) 2015 it was confirmed that the pathogen that was detected within the joint was (B)(6). On (B)(4) 2015 it was verified that there are no other events on the same sterilization lot of the insert involved in this complaint. On (B)(6) 2015 the retrieved liner was analyzed by the (B)(6) project manager: from the visual inspection of the explanted insert no anomalies have been noticed. It was not possible to identify potential root causes.